Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the biphasic pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to request service for a non-critical issue. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not charge (in order to shock) when prompted.

Manufacturer narrative:
Physio-control further examined the removed biphasic pcb assembly and determined that the cause of the reported issue was an electrically shorted capacitor, designator c36. Capacitor c36 had shorted and melted off of the pcb which caused extensive damage to the pcb.